Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty and that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A supply change was performed/customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was high mg/dl. The high bg was addressed by loading a new cartridge.